Event description:
Event description guidant received information that this patient's system was exhibiting varying impedance measurements. Induction one impedance was <20ohms, induction two impedance was >3000ohms. The device was explanted and the transvenous defibrillation lead was removed from service and capped. A second issue was noted with another guidant transvenous defibrillation lead (0154). This lead was an attempted implant due to placement difficulties. It will be sent back for laboratory analysis.